Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block d4, h4: the complainant was unable to provide the lot number. Therefore, the manufacture and expiration dates are unknown. It was reported that the device was not used past its expiry date. Block h6: imdrf device code a0402 captures the reportable event of a balloon burst.

Event description:
It was reported to boston scientific corporation that a cre pro gi wireguided dilatation balloon was attempted to be used in the esophagus during an esophageal stricture dilation procedure performed on an unknown date. During the procedure, the balloon ruptured. The procedure was not completed due to same device unavailable but will be rescheduled on (B)(6) 2024. No further information has been obtained despite good-faith efforts. There were no patient complications reported as a result of this event.